Event description:
A customer reported an issue with the touchscreen of their pump, which was unresponsive and frozen, making it impossible for them to interact with it. The impact to the customer¿s blood glucose level remained within a normal range. The customer received information on how to reset the pump, and the issue was resolved as the touchscreen became responsive after the reset.